Event description:
It was reported that the lead exhibited noise. The noise was not reproducible with isometrics, or pocket manipulation. The ventricular sensitivity was decreased to 12.5 mv. The patient would be monitored.

Manufacturer narrative:
Na

Event description:
It was also noted that the lead exhibited no capture, high pacing thresholds and high lead impedance.

Manufacturer narrative:
Final analysis found that the distal coil was fractured at 16 cm from the connector pin. This would cause the loss of capture, high pacing thresholds and high lead impedance.